Manufacturer narrative:
(B)(4). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd veritor plus analyzer with bd rapid detection of sars-cov-2 veritor¿ it shows a positive result on every covid test performed. There was no report of patient impact. Eua # (B)(4).

Event description:
It was reported that while using bd veritor plus analyzer with bd rapid detection of sars-cov-2 veritor¿ it shows a positive result on every covid test performed. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
The following field was updated with corrected information: d.1 medical device type: qkp.

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding your complaint that alleges false positives when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false positives complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) 1878253 to further investigate. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using bd veritor plus analyzer with bd rapid detection of sars-cov-2 veritor¿ it shows a positive result on every covid test performed. There was no report of patient impact. Eua # (B)(4)

Manufacturer narrative:
The following field has been updated with corrected information: d.1 medical device type: jjq.

Event description:
It was reported that while using bd veritor plus analyzer with bd rapid detection of sars-cov-2 veritor¿ it shows a positive result on every covid test performed. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
The following field was updated with corrected information: d.1. Medical device brand name: bd rapid detection of sars-cov-2 veritor¿.

Event description:
It was reported that while using bd veritor plus analyzer with bd rapid detection of sars-cov-2 veritor¿ it shows a positive result on every covid test performed. There was no report of patient impact. (B)(4).